Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that during patient injection with one syringe of juvéderm® ultra xc the needle disengaged from the syringe and product got all over the patient. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.